Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep saw a por. The rep reported seeing a por of 0x2, and this issue occurred out of box. The device is not implanted. It was requested that the device was returned to the manufacturer for analysis. The rep was re-notified to include the crts number with the returned product. No symptoms were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the neurostimulator was defective and not implanted.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the stimulation ins was functionally okay, there were insignificant anomalies. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs referenced to the (B)(4) electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.